Manufacturer narrative:
Concomitant medical products: connection set is produced by (B)(4); therapy date (B)(6) 2018. The model#/catalog# identified in section is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided in section is for the domestic similar product. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The report suggests that during an infusion a leak was identified from the smartsite port. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.